Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a free-flow of a secondary antibiotic infusion while connected to a patient in the medical surgical unit. There was no harm.